Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump suspended overnight without prompting. The blood glucose reading was 17.4 mmol/l. The caller stated that the insulin pump had alarmed auto-off and that this was not set to on. Upon troubleshooting, the insulin pump passed the self test. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.